Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting to clinic for routine follow-up was asymptomatic with inappropriate atp for svt. Programming changes were made. The patient will be monitored with routine follow-up by physician.